Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Quantity of one screw 2.4x12mm cancellous 5pk and one screw 2.4x14mm cancellous 5pk were returned for evaluation. Visual examination identified each screw being fractured into two pieces. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00272. Concomitant medical products: sternalock blu system screw, cancellous x-drive locking 5 pack 2.4 x 14mm, part# 73-5414, lot# 565960. Sternalock blu system plate, 8 hole x, part# 73-2623, lot# 494070. Foreign: (B)(6).

Event description:
It was reported that two (2) screws fractured upon insertion during a sternal closure procedure. While the surgeon was inserting the screw, the screw fractured through the plate and entered a third of the depth of the sternum. The screw fragment was removed from the patient with forceps and the position of the hole was moved. Another screw insertion was attempted and the second screw fractured. The sternum was closed with cerclage wire. A surgical delay of 20 minutes was reported. It was reported that no further information is available.